Manufacturer narrative:
An email was sent to product remove info email by (B)(6) on 11/08/23. The email was forwarded to the complaints department on 6/13//24, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 6/13/24 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.

Event description:
Comments included in email received from complaints: we have continuously use this product to flush my husband's catheter 4 times a week and have been for a very long time. Someone needs to reach out to me asap to fully explain the warning to stop using immediately. He has been having a lot of issues with white floating substances clogging his catheter causing multiple trips to the doctor. My home number is (B)(6) and my name is (B)(6). We have two orders here to return but I'm more concerned about the full reason of the recall and what is safe to use in its place starting tomorrow. When attempting to call, there was no answer and the mailbox is full so I could not leave a message and no one is answering. I am est so please reach back out asap.